Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported over infusion which was reproduced as uncontrolled flow during evaluation and found to be caused by the door hook shims removed from underneath the door hooks and the mechanism assembly from another device (serial number (B)(4)) was installed on this device while in the field. Due to the swapped mechanism assembly, the device was determined to be unserviceable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The device was received by baxter with no allegation from the customer on (B)(6) 2018. On (B)(6) 2018 additional information was received reporting that a spectrum pump was over infusing. There was no known patient injury or medical intervention associated with this event. No additional information is available.